Event description:
It was reported that there was blurry image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "poor image quality" was confirmed. According to henke: scope evaluated as a level 3. Distal tip/fiber damage, bent/deep dent, prism loose/broken, broken lenses. The complaint for ¿poor image quality¿ has been confirmed and is due to customer use and handling. Manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.